Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found blocked. As treatment, a new pod was applied.

Manufacturer narrative:
The device generated an 0x14 alarm, indicating that the pod was occluded. Timeouts were observed in the data. Fluid initially did not flow freely through the complete fluid path. After clearing the crystallized insulin or residue inside the needle, fluid could freely pass through the formed needle. Since the timing of the crystallization of the insulin could not be determined, it could not be confirmed as the cause for the occlusion alarm. No damages or defects were observed that would contribute to the reported obstruction of flow through the cannula and hazard alarm. The exact cause of the reported obstruction of flow through the cannula and hazard alarm could not be determined.